Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via FDA medwatch number: mw5107965, that a female patient underwent unspecified breast surgery with 425cc mentor smooth round moderate profile on both sides and experienced generalized illness symptoms including chronic inflammation, chronic fatigue, chronic pain, gastritis, blood clot, uterine polyp, blurry vision, tinnitus, brain fog, attention deficit disorder, hair loss, and malaise. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for patient's side implanted with unknown lot number.